Manufacturer narrative:
No complaint was received with the return of the device. Only the connector portion of the lead measuring 10.1 cm was returned for analysis. Failure event observed during analysis. Final analysis found two full breached insulation degradations adjacent to the long boot were noted at 6.7cm and 6.9cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.